Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer reports: there were (B)(4) gauze pads instead of (B)(4).

Manufacturer narrative:
A device history record review of the reported confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There were no samples/photos received with this complaint therefore an examination of the reported condition could not be made. Through the investigation and analysis, the most possible root cause was identified as the worker mixed the rejected product from the weighing machine. As a continuous improvement, the supplier had updated their weighting system in (B)(6) 2015 and now weighs the product 2 times as opposed to previously being weighed only 1 time. Additionally, the operators were instructed to be more aware of the potential of a miscount during the weighing process. This complained lot was made prior to action taken. This complaint will be used for trending purposes.